Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode after taking a bath. The patient's family member contacted boston scientific technical services (ts) and inquired if the device was capable of delivering shock therapy. Ts discussed that the device is used for pacing only. No additional adverse patient effects were reported. This product remains implanted and in service.